Event description:
It was reported that during the implant attempt, the patient received an inappropriate shock following defibrillation threshold (dft) testing. The device was explanted due to "header issues" and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed with no anomalies found.